Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 163 mg/dl. The customer reverted to manual dose injection for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
Date received by manufacture: (B)(6) 2022. Follow-up: device evaluation: no.